Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a recurring "scan again in 10 minutes" message from the adc freestyle libre sensor. As a result, she was unable to monitor her glucose levels and experienced symptoms of thirst, tiredness, unable to walk or stand, and loss of consciousness. The customer was taken to the hospital where she was diagnosed with hyperglycemia and received humalog injection (dose unknown) and saline. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a recurring "scan again in 10 minutes" message from the adc freestyle libre sensor. As a result, she was unable to monitor her glucose levels and experienced symptoms of thirst, tiredness, unable to walk or stand, and loss of consciousness. The customer was taken to the hospital where she was diagnosed with hyperglycemia and received humalog injection (dose unknown) and saline. There was no report of death or permanent injury associated with this event.